Event description:
It was reported that the customer had experienced a couple of incidents with the 20fr foley catheter. In one incident the catheter balloon deflated while in the patient during post operation/recovery. Surgeon was called into replace. In the second instance the catheter was dangling on the stat-lock on thigh and not in urethra. Balloon entirely split from top to bottom. The provider that replaced it stated that they had an outpatient also called and reported that their catheter had fallen out. They had ordered replacements of the product. Unfortunately the staff did not keep, nor did they note a lot number to provide. These were purchased from medline.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.